Event description:
The complainant alleged that while attempting to perform a diagnostic procedure, the physician used several diagnostic catheters in a pt with "extremely tortuous anatomy". The physician then switched to a guiding catheter for additional support. The physician attempted to advance the catheter when it was reported to have kinked and then broke inside the iliac vessel. The pt was then taken to surgery for successful removal of the catheter. The pt is reported to be "ok".